Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5110937/5120706, model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that patient had pain at the ipg site and was not happy on how the ipg sticks out from the body. The patient underwent an explant procedure and was doing well postoperatively.